Event description:
It was reported that the ultrasonic core (usc) fractured internally. An ekosonic endovascular device, 135x50cm was selected for use to treat an arterial blood clot/thrombosis. When the ekos device was placed in the patient, both the infusion catheter (ic) and usc were reported to be handled roughly, and there was difficulty placing the device. Additionally, the patient was non-compliant, and was moving and bending their leg. After being placed, there was an alarm observed on the control unit. Troubleshooting was unable to resolve the alarm. The ekos device was removed, and upon removal, it was observed that the usc was fractured mid-shaft, and the ic was kinked. All pieces of the device were removed from the patient without issue. The physician elected to use an angiojet device to continue to treat the patient. The procedure was completed, and there were no reported patient complications.